Event description:
It was reported that low out of range impedance values of 50 ohms were measured. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 39565, lot # unk, implanted: unk, explanted: unk.